Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low insulin alert occurred. Review of t: connect pump data confirmed that the alert declared appropriately. The customer's blood glucose (bg) level was 400 mg/dl. The contact could not remember how the bg level was addressed, but that the bg level was addressed with either a bolus via pump or a manual injection.